Event description:
The following has been reported by customer: error: speaker error. Power supply board and loudspeaker. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation. Device history record was not reviewed as this is a known issue for which the root cause has been investigated as part of an internal CAPA. Corrective actions are currently being implemented in the manufacturing process. Partial device history log was reviewed. Several technical errors 51 were found. Error 51 on the agilia connect range is a known issue for which an internal CAPA was opened in (B)(6) 2023. The investigation into this error has shown that its root causes are mainly related to two components: flexible ic flex binder assembly (which includes the speaker and binder socket) and power. Supply board (for agilia sp & vp). It is recommended to replace these parts if this error occurs. According to provided information, power supply board and loudspeaker have been replaced that solved the issue (the quality control is conformed). Further investigations are ongoing, and corrective actions are being implemented and tracked within the CAPA to resolve this type of issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.